Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, the ht70 ventilator was auto-cycling. There was no patient involvement at the time of the reported condition. To address the issue, a service engineer (se) replaced the solenoid valve. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
An exhalation solenoid valve was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.